Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7077347.

Event description:
It was reported that the patient had an infection and pain at the battery site. The physician was unable to determine the cause of infection. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. The patient was given antibiotics and was doing well postoperatively.